Event description:
It was reported that the pt had experienced nausea and vomiting. When the pump reservoir volume was checked, 19 mls of drug was aspirated; however, 13.5 mls had been expected. The pump was replaced. The pump was used to deliver dilaudid. Add'l info rec'd indicated that post pump replacement, the pt was better and had recovered without sequela. A rotor study had not been performed prior to explant and they were uncertain if a dye study had been performed. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed.